Event description:
At the beginning of the case, the user was making an adjustment to the apl valve and the valve came apart in the user's hand. The user switched the device into automatic ventilation and ventilated the patient. The biomed replaced the apl valve and the user completed the case using the machine. No patient injury.